Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to the co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, missing; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, nonconforming. Analysis conclusion: based upon the inquiry info, visual examination and functional test, it was concluded that the reported "trocar leaked pneumo" during surgery was due to a missing outer gasket which was not received with the device. No conclusion could be reached as to how the outer gasket had become dislodged from its original position. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
The device was used during a laparoscopic nissen fundoplication procedure. It was reported three 1seal devices tore and leaked during the procedure. An endoscopic needle holder was being used through the 1seal devices. A gasket from a 511sd fell off of the trocar and the trocar leaked pneumo. Another 511sd was opened to complete the procedure. There was no consequence to the pt.